Event description:
It was reported one of the two probes of the thunderbeat scissor broke. The broken part fell out of the patient¿s side. The issue occurred during a therapeutic coelio bile cyst procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to: 1. Wear of the tissue pad happening because the seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or continuous activation of the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe coming into contact due to wear of the tissue pad. 3. The output in the seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark 4. A force activating the output in the seal & cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at contact mark. 5. A force applied to the probe causing it to break. The event is preventable by handling device in accordance with the following instructions for use (IFU): ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.